Manufacturer narrative:
H.6 investigation summary: bd received two customer photos for review and analysis. After review and analysis, the bottom of the tube is cracked and broken. Therefore, bd is able to confirm the customers reported defect. Three customer samples were received for review and analysis for damaged tubes. 1 of 3 customer samples failed for damaged tube. Therefore, bd is able to duplicate the customer reported defect based on customer sample testing. 30 retention samples were visually inspected for cracked tubes. 0 of 30 retention sample tubes appeared to have cracks in them. Therefore, bd is unable to duplicate the customers reported complaint based on retention sample testing. In addition, 10 retention samples underwent a brittleness test to determine the stiffness of the tubes in order to determine if the tube mechanical properties would lead to breaking/cracking of the tubes. All 10 samples passed the brittleness test. Therefore, bd is unable to duplicate the customers reported complaint based on retention sample testing. This complaint has been confirmed for broken tubes based on the samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the bottom of one tube was broken. No patient impact reported. The following information was provided by the initial reporter: "stage: when preparing for use. Defect: before blood sampling, after labeling, it was found that the bottom of the tube was broken. Quantity: 1 piece. Impact: no impact on patients or users."

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the bottom of one tube was broken. No patient impact reported. The following information was provided by the initial reporter: "stage: when preparing for use. Defect: before blood sampling, after labeling, it was found that the bottom of the tube was broken. Quantity: 1 piece. Impact: no impact on patients or users."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. 30 retention samples from bd inventory were visually inspected with no cracked tubes observed. Additionally, 10 retention samples underwent a brittleness test to determine if the tube mechanical properties would lead to breaking/cracking of the tubes. All 10 samples passed the brittleness test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for broken tubes based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.